Manufacturer narrative:
Approximate age of device: 1 year and 3 months. The pump was not returned to the manufacturer for evaluation. A correlation between the device and the reported infection could not be conclusively determined. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient presented with fevers secondary to a driveline infection. The patient was admitted for intravenous antibiotic therapy as the driveline exit site was purulent with reports of elevated inflammatory markers. The patient was then discharged on home IV antibiotics. On (B)(6) 2015 the patient received a heart transplant. It was reported that the patient's driveline infection was a factor in the patient's transplant status together with cross match and the time waiting for the transplant.